Manufacturer narrative:
B4:16ul2021. After further investigation, the issue was identified during testing in the laboratory of the company that rent out these ventilators to the hospitals. The device was not in clinical use. No patient or user harm was reported. Any malfunction during testing will be addressed prior to use. The reported issue is not likely to cause or contribute to death or serious injury.

Manufacturer narrative:
Date of report:20may2021. (B)(4). It is unknown if there's patient involvement. Additional information has been requested.

Event description:
The customer reported difficulty in parameterizing pressure and oxygen saturation values, which may compromise equipment reliability. It is unknown if there's patient involvement. Additional information has been requested.